Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and moved intuitively with full range of motion in all directions and passed intuitive motion with no issues observed. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Recognition and engagement testing passed with no issues observed. The scissor tips opened and closed properly. The instrument was retested and passed all in-house testing on three attempts. The instrument was fully functional. There was no physical damage. The housing was removed for inspection and found no damage. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the movement was poor at the tip of monopolar curved scissors. The procedure was completed with no reported injury.